Event description:
The pt was unable to recharge her device after implant. By physical exam it was determined that it was flipped. The MFR rep was able to interrogate the device. It was noticed that the stimulation pattern had changed. The pt had a revision surgery on (B) (6)2010. At the time it was noticed that the leads had migrated. The leads were repositioned and the pocket was revised (device flipped back). No complication was reported.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a MFR employee. Training is in place.